Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had blank display. The customer¿s blood glucose was 183 mg/dl at the time of incident. Customer reported that the insulin pump was exposed to moisture. Customer stated the insulin pump turned off and not turning back on switched battery for a new one and not working. Customer stated the insulin pump had cracked near battery compartment and back of insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.